Event description:
I had the inspire device inserted for sleep apnea in (B)(6) 2022. I have two problems: the remote had dropped on the floor and I was unable to operate the remote. The tongue contractures continued for several hours even when I removed batteries. I later discovered that there is no emergency shut off for the device. Apparently there is a setting for the length of time the device will operate. It cannot be turned off if the remote isn't working. This occurred on the weekend. What could have been done if I had to go to the ER? This happened in 2023, but I thought it was important to report. Since the surgery, I have had ear, throat and tongue pain all on the right side. Initially, I had partial paralysis of the right side of the tongue. I also had paralysis of the right lower lip. When I smiled, the lower lip formed a downward "v" about 2/3 of the way over. The tongue problem resolved after several months. The lower lip improved significantly but the lower lip appears to have atrophied on the right side, although it is a subtle deformity. The pain continues in the ear, throat and tongue. The wire going from the device to under my chin has some covering of the skin but it is very prominent. I was not told about any of these possible side effects, but have been waiting to see if they improve. No test was done. The doctor had suggested an off label use of a medication that "might work" but since the co-insurance was (B)(6), I did not get it. I have some concern about how this doctor was trained in the placement of the device.